Manufacturer narrative:
Follow-up #1; date of submission: 9/13/2016. The device has been returned and evaluated by product analysis on 08/19/2016 with the following findings. Battery compartment crack at the threads to the left of the bumper. Rust/corrosion in battery compartment; leak test failed due to battery compartment leak. Opened pump; evidence of moisture on battery canister.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged. The reporter also claimed that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
(B)(4).